Event description:
It was reported that during preparation for procedures, the biopsy instrument with and without a needle as the safety lever was removed fired on its own without pressing the trigger button. There was no patient involvement.

Manufacturer narrative:
The serial number has not been provided and the investigation is currently underway.